Event description:
The device evaluation identified outer sticker damaged. There was no patient involvement.

Manufacturer narrative:
The affected device was returned for evaluation. Functional testing was performed. Visual inspection was performed found that outer sticker damaged. All tests exceeded specifications. The sticker was replaced with the correct one, and the software was updated. The service history review had no indication that the complaint was related to a service of the device within the review period.